Event description:
In 2006, the catheter was placed using a dorsolateral approach for retroperitoneal abscess drainage. In 2007, when the pericatheter area was being cleaned, the catheter became withdrawn spontaneously. At this time, the physician and nurses were not aware of the catheter configuration. Approx four months later, during CT scanning, prompted by an attack of fever, it was detected that the tip of the catheter had been left in the patient. Prior to placing a new catheter, the tip was removed with a pair of pean's forceps on the following day.

Manufacturer narrative:
Evaluation: the distal end of the catheter was returned to our facility in a used condition. An examination found the separated section was at the distal bond. It should be noted that a device is regarded as an implant if it is intended to remain implanted continuously for a period fo 30 days or more. We can advise this device was not designed as an implantable device and should not be used in this manner.